Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Distributor reported on behalf of home care patient that during use, the infusion site detached and fell away from the patient's skin. The patient reported that they replaced the infusion set. According to the patient, their blood glucose levels were not affected by the event. See MFR#: 2183502-2016-01634, 2183502-2016-01635, 2183502-2016-01636.